Manufacturer narrative:
(B)(4). Method: the complaint rt380 adult evaqua2 breathing circuit was returned to fisher & paykel healthcare (f&p) in (B)(6) and was visually inspected. Results: visual inspection revealed a hole in the evaqua2 limb of the circuit next to the patient end connector. Conclusion: we are unable to determine what caused the hole in the circuit, however it is most likely punctured with a blunt object. All rt380 adult dual heated evaqua2 breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject adult breathing circuit would have met the required specification before it was released for distribution. Our user instructions that accompany the rt380 adult dual heated evaqua2 breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A healthcare facility in the (B)(6) reported via a fisher & paykel healthcare (f&p) that a rt380 adult dual heated evaqua2 breathing circuit was faulty. Upon device assessment, a hole was found in the circuit. There was no patient involvement.